Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the colonovideoscope was contaminated with feces. The issue occurred during an unknown event. There were no reports of patient harm.

Event description:
It was reported the issue was found when the device was receipt and unpacking.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, d9, e2, e3, g2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected by following the instructions for use which state: "-inspection of the endoscope". Olympus will continue to monitor field performance for this device.